Event description:
Had indigo laser procedure for prostate reduction. Had two bouts of epididymitis, pt is somewhat incontinent and have regrowth of tissue within 6 weeks. Procedure done to alleviate urethral closures.